Event description:
This ra lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2017. A call was placed to technical services on 04/20/2017 stating that this lead exhibited noise. Since changed out in 2015 they have been seeing issues. There was a lot of lead on lead abrasion during extraction. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).